Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu alarming damaged, was confirmed when the unit was evaluated by technical service. The outer jacket on the patient cable on the mpu was damaged ¿ torn and indented. The patient cable had likely been mechanically damaged - crushed (stepped on or rolled over). The internal wires in the damaged area were examined and there were burn marks indicative of electrical shorting. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the customer. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The mpu assembly (pn 108285) was made in mar 2019. The unit was packaged (pn 100159807) and placed into stock on mar 12, 2019. The unit was sent to the customer on mar 25, 2019. The mpu was assigned to the patient (B)(6) 2019 (implant date). The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to clinic with their mobile power unit(mpu), stating it was broken. It was reported that it was alarming with a flashing yellow wrench alarm. No further information was provided.